Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. A mitraclip xtw was placed centrally on the anterior-2/posterior-2 (a2/p2), upon deployment additional mr was visualized on the anterior leafelet. The tip of the anterior arm perforated the leaflet. A mitraclip nt was then implanted laterally to the mitraclip xtw. An additional mitraclip nt was then placed on the medial side of the mitraclip xtw, when the clip grasped the leaflets the mean pressure gradient (mpg) increased to 7.9 mmhg. The clip was removed from the patient and the mpg was returned to baseline, the procedure was discontinued. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.